Manufacturer narrative:
Product ID 3889-28, lot# va0vhzu, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that they felt stimulation in the back, which had changed from before. She did not feel it in the bladder, but it was more towards the back. This started about a month prior in the (B)(6) 2015. The patient also fell on her stomach in (B)(6) 2015. She had fallen and had stim in the wrong location. She was going to the bathroom more since the implant. The test system was wonderful. The patient was still getting up at night. It was confirmed that the therapy was on. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.